Manufacturer narrative:
(B)(4). A maquet field service technician investigated the unit and found the temperature sensor to be defective. The faulty sensor was replaced. The technician performed a functionality test and a test run for several hours successfully. Electrical safety according to iec 62353 was tested: protective conductor resistance: 0,077 ohm; device leakage current: 266 müamp; insulation resistance:> 310 mohm. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
Outlet temperature at the patient's side rises. Within approximately 2 hours over 41.5 degrees in 0.1 degree steps. Error overtemperature. The device is a replacement device in standby mode and began to alert. No patient was involved. (B)(4).

Manufacturer narrative:
The temperature sensor was requested by the manufacturer for further investigation. The temperature sensor was tested by life cycle engineering. During the investigation, no fault was found. The measurement results of the temperature sensor were unremarkable (even during a long term test).

Event description:
(B)(4).